Manufacturer narrative:
(B)(4).

Event description:
It was reported that: 2 lumen PICC, one lumen had tpn, one lumen flushed "with some resistance". PICC connected to contrast pressure injector at reduced rate of 1.5mls/sec (due to resistance). Contrast injected, PICC ruptured at hub showering patients upper body with contrast. No extravasation or injury to patient. IV cannula inserted, CT performed with contrast via ivc".

Manufacturer narrative:
(B)(4). The customer returned one used two-lumen PICC for evaluation. An opening on the catheter body was found on the back side just below the juncture hub. The fracture surfaces appeared smooth and uniform, indicating that they were caused by contact with a sharp object. The catheter body measured 50.4cm in length , which is within specification. The leak site measured 2mm in length. The opening leaked when the proximal line was flushed. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) that are packaged with this product warns not to use scissors to remove dressing to minimize the risk of cutting the catheter. The customer reported issue of the catheter body leaking in use was confirmed during the sample investigation. Visual inspection was performed and the catheter was found to have been cut by a sharp object on the backside just below the juncture hub. A device history record review was performed with no evidence to suggest a manufacturing related cause. Based on the information and sample provided the probable cause of this issue is operational context.

Event description:
It was reported that: 2 lumen PICC, one lumen had tpn, one lumen flushed "with some resistance". PICC connected to contrast pressure injector at reduced rate of 1.5mls/sec (due to resistance). Contrast injected, PICC ruptured at hub showering patients upper body with contrast. No extravasation or injury to patient. IV cannula inserted, CT performed with contrast via ivc"